Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the lead threshold was tested and only one vector was acceptable, and noted that the patient encountered diaphragmatic stimulation at 5 volts threshold. Multiple vectors and lead re-positioning were attempted but high thresholds remained. The lv lead was removed and replaced with a his bundle lead to complete the procedure. No patient complications have been reported as a result of this event.